Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the surgeon has seen patients regularly (some almost quarterly) for hero graft thrombectomies over the last few years. One patient had thrombectomies, recurrent infections, and ultimately had hero graft removed. Although the report is filed for product code hero 1001, both product codes hero 1001 and hero 1002 are investigated.

Manufacturer narrative:
According to the report, the surgeon has seen patients regularly (some almost quarterly) for hero graft thrombectomies over the last few years. One patient had thrombectomies, recurrent infections, and ultimately had hero graft removed. Although the report is filed for product code hero 1001, both product codes hero 1001 and hero 1002 are investigated. The surgeon was contacted for additional information. He stated "this was approximately one year ago." When the patient became infected, he removed the stent portion of the graft and implanted a second one. That subsequently became infected and the entire hero graft was then explanted. He stated that cultures likely were performed, but he did not have information available. Follow-up attempts were made to gather additional information regarding patient co-morbidities and/or operative notes, culture results, when thrombosis was first noticed in the patient, how quickly after implant infection was first noticed, and lot numbers of implanted hero grafts. No response was received to these requests. A review of manufacturing records could not be performed as lot numbers for the hero devices are unknown. The dates of implant and hospital(s) where the implants occurred are unknown; therefore, shipping records could not be queried for possible lot numbers shipped to the hospital(s). A review was performed of the available information. The surgeon reported hero graft patients who required multiple thrombectomy procedures. One of those patients also had multiple incidents of infection and eventually required graft excision. The surgeon noted that the patients were observed from 2013 to present. The patients were seen regularly; some of the patients were described as requiring interventions quarterly. Partial stenosis or full occlusion of prosthesis or vasculature is listed as a potential complication in the hero graft instructions for use (IFU). Hypercoagulability states or inadequately maintained anticoagulation therapy could contribute to an increased risk of thrombosis. Precautions regarding inadequate anticoagulation are provided in the IFU. The surgeon confirmed "that the patients had hypercoagulable states and the thrombosis was likely due to that instead of any issue with the hero graft." The hero graft IFU also lists infection as a potential complication. Infection is a known complication of prosthetic arteriovenous (av) grafts. The patient selection considerations listed in the hero graft IFU states the patient should be screened for infection and ensure infection is resolved prior to the hero graft implant procedure. It also states to prophylactically treat the patient in the peri-operative period with antibiotics based upon the patient's bacteremia history. Primary infection directly caused by a hero graft is unlikely since the device undergoes a validated sterilization process. Possible causes of secondary infection include surgical site infection or infection related to cannulation. Patient specific details on the events, including blood cultures for the infection case and implant/intervention notes, were not provided. The specific relationship between the hero graft and the reported thromboses and infections cannot be assessed at this time without additional information. The IFU lists the following potential complications with the use of the hero graft: infection, and partial stenosis or full occlusion of prosthesis or vasculature. The IFU states "implantation of the hero graft is contraindicated if: the patient has a topical or subcutaneous infection associated with the implantation site; the patient has known or suspected systemic infection, bacteremia, or septicemia. Obtain screening blood cultures to rule out asymptomatic bacteremia prior to hero graft implant for any patient dialyzing on a catheter; treat patient with antibiotics per culture outcome and ensure infection is resolved prior to hero graft implant procedure. Plan for increased bacteremia risk after an ipsilateral hero graft placement or with femoral bridging catheters and treat prophylactically with antibiotics knowing patients are at higher infection risk. Prophylactically treat the patient in the peri-operative period with antibiotics based on the patients bacteremia history" and "the following patient considerations should be evaluated prior to initiating the implant procedure: the target artery must have an [interior diameter] ID of at least 3mm to provide adequate arterial inflow to support the graft." The IFU also states "as with conventional grafts, hero graft may occlude in patients with insufficient anticoagulation or non-compliance with anticoagulation medication."

Event description:
According to the report, the surgeon has seen patients regularly (some almost quarterly) for hero graft thrombectomies over the last few years. One patient had thrombectomies, recurrent infections, and ultimately had hero graft removed. Although the report is filed for product code hero 1001, both product codes hero 1001 and hero 1002 are investigated.